Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon could not insert the articular surface, so he completed the surgery with another one of the same size.